Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate shocks due to lead noise. Oversensing was reproducible in clinic. Device was disabled and patient was given a life vest. No further information.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that imagery of the lead revealed slack and wide qrs with oversensing. During the process of accessing the coronary sinus the position of the lead changes and induced ns vt. Increased capture threshold and decreased pacing lead impedance were noted. The patient was intubated and transferred to the ICU. Later the lead insulation was observed during the laser removal procedure. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 6.7-6.8cm and 7.4-8.0cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 15.2-17.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to external insulation abrasion was noted at 15.3-17.6cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 6.7-7.9cm, consistent with lead friction to another device or feature of the heart. The sensing and rv conductor etfe coating were abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of noise and inappropriate hv therapy.